Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was failing to capture and was exhibiting r-wave amplitude variation. Chest x-ray examination found the lead was dislodged. The lead was explanted and replaced. The patient was stable.